Manufacturer narrative:
Correction in h6: previously applied code of fdd a051208 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis of the device found that visually, the product was placed in 3 large plastic bags when returned. The pouch was open 3 of 4 sides and inside the pouch was flex tube wrapped in a large plastic bag taped with a surgical tape. There was no damage in the construction of the tube and harness was wrapped in tape paper. Electrically, the resistance from electrodes to pins shall be at maximum 20 ohms and measured 15.2 ohms (red), 18.8 ohms (red with clear tube), 18.5 ohms (blue), and 19.2 ohms (blue with clear tube), all within specification. Functionally, syringe was used to inject 15cc of air into the cuff and found no air leakage from the cuff. While inflated, the cuff was submerged under the water to observe leakage (no leakage from cuff found). The leakage was found at the proximal end of pilot balloon (pilot balloon was submerged under the water and leakage was found). In the returned condition, there was an out of specification condition that was related to the complaint. G3, ¿PMA / 510(k) #: please note that the involved device is not marketed in the united states; however, it is similar to the united states marketed device (brand name: nim® emg - endotracheal tube - trivantage® product ID: 8229738) this regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that pre-op the cuff was found leaking when cuff inflated. There was no patient involved.